Event description:
A padgett blade was involved in an incident during a procedure with a pt. The incident was described as; padgett blade was cutting unevenly (skipping on the skin) during a graft. A second graft was done successfully. The pt did not incur any scarring from the first graft.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.